Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9154575. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle is damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 328468, batch no. 9154575. It was reported that shields are tight on syringe and needle hub is sitting crooked on syringe. Verbatim: issue(s): shields on syringe tight. Issue(s): needles hub sitting crooked on syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle is damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9154575. It was reported that shields are tight on syringe and needle hub is sitting crooked on syringe. Verbatim: issue(s): shields on syringe tight. Issue(s): needles hub sitting crooked on syringe.